Manufacturer narrative:
A root cause for the reported event could not be determined. The lens was not returned for evaluation. A determination cannot be made without physical evaluation of the sample. A photo was provided of the lens in the eye. There appears to be a scrape mark and/or possible material on the lens. It was indicated the area could be removed, which may point to material. A determination cannot be made from the provided photo. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Iol and cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon noticed debris and 3 small cracks on the posterior side of the implanted iol. He tried to remove the debris, but could not get it off. He removed the lens from the eye and implanted another lens which also had debris on it; yet, he was able to remove the debris and the second lens remains implanted. There was no harm to the patient. This report is for the second lens that remains implanted.